Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. During treatment an external fluid leak was observed at the dialzyer. The treatment was discontinued. No blood loss, no clinical symptoms and no medical intervention or hospitalization was reported. The exact date of the event is unknown, therefore the "date of event" (B)(6) 2016 was choosen.